Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that on (B)(6) 2016, the recharger was showing her the ¿charge ins¿ screen. The patient got sick with bronchitis about 2 weeks prior to the report and has not recharged the implantable neurostimulator. The patient was hoping that the implantable neurostimulator can be recharged because she is ¿hurting¿ without it. Additional information received from the patient indicated that they had a return of symptoms. They stated that their ¿back is bad¿, and that normally they can¿t walk 15 feet. The patient noted that their device was found to be in overdischarge in (B)(6) 2016, and they had to get it ¿jumpstarted.¿ the patient noted that now their device is working and they are able to charge fine, but they have lost their programmer. The patient stated that their stimulation is only working on the left side and not the right. Additional information received from the consumer indicated the patient fell, causing a fractured back, after which they were not able to walk. After the fall, stimulation had not been effective on one side. A manufacturer representative noted that ¿it didn¿t look like it was hooked up¿ on one side, and the patient was not feeling stimulation on one side even though the level was increased. The patient could feel stimulation on the other side and it helped greatly. The patient had since had a myelogram done. The patient lost their programmer so was unable to make adjustments to their settings.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.